Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels up to 400 mg/dl. Blood glucose level at the time of the call was not provided. Customer stated that this issue had been recurring for six to eight months. Customer was sent a tubing clamp to test the insulin pump. Customer called back to troubleshoot, and the insulin pump did not show any signs of malfunction. The device was not replaced or returned for analysis.